Manufacturer narrative:
The IFU states "the emboshield device can only be used with the rx barewire. Use of the device with any guidewire other than the rx bare wire may lead to loss of the filtration element during the procedure." The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: none. Symptoms/ae: embolic protection device was snared for removal. Time of ae: during the procedure. It was reported that during a popliteal artery thrombolectomy procedure, while attempting to retrieve the emboshield embolic protection device, the filter basket remained in place in the popliteal artery. The filter was ultimately retrieved using a gooseneck snare through a 7 fr shuttle sheath. Reportedly, the embohield filter had been deployed over an exchange length, non-abbott guide wire rather than the rx barewire. There was no adverse patient sequela. Although requested, no additional information was provided.